Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg stat assay on a cobas e411 disk. The sample initially resulted in an hcg stat value of < 1.0 miu/ml (primary tube), accompanied by a data flag. The sample was repeated twice, resulting in hcg stat values of 15.68 miu/ml (primary tube), accompanied by a data flag and < 1.0 miu/ml (hitachi cup), accompanied by a data flag. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The field service engineer checked the analyzer and could not identify any abnormalities. Instrument performance testing was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The hcg stat reagent lot was 628293 with an expiration date of 31-oct-2023. The investigation is ongoing. H3 other text : na.